Event description:
The hospital reported that the vasoview 6 pro was bent and could not be used. It was noticed after opening the device when taking it out of the box. C-ring assembly parts broken - the c-ring was/is broken. A strut of the c-ring is defective. A new device was used to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25161412 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 06/20/2022. An investigation was conducted on 08/03/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The electrodes were observed to be intact, with no visual defects observed the blade was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted. The blue toggle was manipulated to retract and extend the blade with no visual or physical difficulties observed. The c-ring was observed to be intact, with the plastic scope tube bent in the center of the tube. A mechanical evaluation was not conducted on the c-ring due to the bent scope was tube. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent c-ring". The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vein the vasoview 6 pro, c-ring assembly parts were broken - the c-ring was/is broken. The strut of the c-ring is defective. It was noticed after opening the device and taking it out of the box. A new device was used to complete the procedure. No patient harm was reported, as there was no patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4).